Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the the tip of the scope broke. No pieces fell inside the patient.

Manufacturer narrative:
The device manufacturer date is not known. This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure "scope broke inside the trocar upon insertion" was confirmed. According to henke: scope evaluated as a level 3. Distal tip damage, missing keel, dent in needle, loose optics, particulate, scratches on needle, residue on external optics. Probably root cause for this failure is: the complaint for ¿broke inside trocar upon insertion¿ has been confirmed and is due to customer use and handling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported the tip of the scope broke. No pieces fell inside the patient.